Manufacturer narrative:
1038671-2023-00721 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00721 d10: concomitants: (B)(6) 200-02-32 - three peg patella 32mm (B)(6) 200-04-33 - cemented finned tib. Tra sz 3f/3t (B)(6) 203-97-14 - zimmer series 11-3729-01 3 versipower pl 90x25x1 (B)(6) 244-02-03 - optetrak asy hi-flex ps cem fem, sz 3, left (B)(6) 244-23-09 - optetrak hi-flex tibial insert sz 3 9mm. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 146 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, loosening, instability, joint laxity, pain, scar tissue, synovitis, and failure of implant. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.